Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient first felt extracardiac stimulation when they went home after their implantable pulse generator (ipg) system implant, however they only rarely feel it. The right ventricular (rv) lead is suspected and is being reported conservatively, however it remains in use. No further patient complications have been reported as a result of this event.